Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a blank display and low battery alert on the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump is not holding a battery charge. The customer stated that the pump is fine during the day and at night it does not work. The mother stated that the battery indicator is less than 2 bars. The customer stated that the pump was off when the blank display happened. The customer did not receive a weak battery alert. The customer stated that the batteries were not previously used. The customer was advised that (B)(4) aaa alkaline batteries are best for the pump's use. The customer also mentioned issues of high blood glucose readings and diabetic ketoacidosis. The customer was advised to revert to a backup plan. The customer will be sent a replacement battery cap.